Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated left ventricular (lv) lead displayed pace impedance measurements of greater than 2000 ohms. The device was reprogrammed. There were no adverse patient effects. The system remains in service.